Manufacturer narrative:
Communication was received from the reporting facility on 03-may-2019. According to the reporting facility, after identifying the drainage bag leakage, only the drainage bag was replaced. The patient's urinary catheter was not removed and replaced as was reported in the previous medwatch. There was no impact or adverse effect to the patient or the patient's stability. The sample was reportedly discarded and unavailable to be returned to the manufacturer for evaluation. A root cause for the reported incident could not be determined. If additional relevant information becomes available another supplemental medwatch will be filed.

Manufacturer narrative:
It was reported that a leak in the drainage bag was identified and the urinary catheter was removed and replaced. After multiple good-faith attempts, the reporting facility was unable or unwilling to provide additional patient or product information to the manufacturer. No impact or adverse effect to a patient or a patient's stability was reported to the manufacturer. No sample was returned to the manufacturer for evaluation. A root cause for the reported incident could not be determined. Due to the reported need for medical intervention to removed and replace the urinary catheter, and in an abundance of caution, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that a leak in the drainage bag was identified. The urinary catheter was removed and replaced.